Event description:
It was reported by a customer that on (B)(6) 2011, the fiber was damaged at the tip at 110,000 joules. Add'l info reported by the customer was the damage to the fiber tip occurred during the procedure while the physician was cleaning the tip. The physician was cleaning the fiber tip and pulled the metal tip off of the fiber. The damage to the fiber tip did not harm the pt. The fiber was no longer used after the tip was damaged. There were no error codes displayed on the console when the event occurred. The user did not experience any injuries from the laser system.